Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The sensor output was measured at 13.5 millivolts (mv) which was outside the expected output of 9-13 mv. The system was pressurized, and the sensor output was over 90 mv with no gas flowing through the electronic patient gas system (epgs). During the calibration attempt, 131.1 mv was observed from the o2 sensor while the measured o2% was 95.0%. The calibration failed. It was determined that the o2 sensor did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, gas bubbles near the cathode of the oxygen sensor were found as the cause for the detected failure in conjunction with signs of dehydration. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. After looking at the system logs, it was determined that the oxygen (o2) sensor needed to be replaced. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. After multiple attempts, calibration passed, and the device was used on case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.